Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that insulation was noted on the lead implanted within a month. Out of range high lead impedance was noted. Fluoroscopy revealed lead insulation. The lead was explanted. The patient was stable post procedure.